Event description:
A malfunction was reported on the pump by the caller, but it was confirmed that there was no adverse impact on the customer's blood glucose level. Technical support provided guidance on resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and advised to contact support if the issue reoccurred, which the customer acknowledged and understood.